Event description:
Customer reported an error condition of voteouts (a non-numeric result) and was obtained for the hemoglobin parameter when using the coulter lh 750 hematology analyzer. Hemoglobin blank errors were also obtained. The customer also reported that the manual probe was not dispensing diluent properly. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found vacuum chamber vc23 (backwash tank) was not functioning due to defective solenoid 5 (backwash pressure valve) and no 30 psi pressure. Vc23 distributes pressurized diluent or cleaning agent to the backwash manifold to wash aspiration pathway and diluent to the hemoglobin (hgb) cuvette for the hgb blank reading. The fse replaced the solenoid and completed verification of the system. (B)(4).